Event description:
It was reported that low impedance measurements due to a known issue with rare interference were observed. Reprogramming the device was suggested to avoid receiving additional notifications for false hv lead impedance out of range measurements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.